Event description:
During IV line check rn noted 0.2micron filter in IV set sticky and leaking. IV set, along with packaging label, exchanged with new and set to biomedical for reporting. This is a re-occurring issue with leaking filter IV sets. There have been over 48 staff reports and 10 medwatch reports on this issue. Manufacturer response for IV set, filtered, primary plum set (per site reporter). The mfg has been trying to resolve this issue since past two years with no success.